Manufacturer narrative:
According to the facility, there have been multiple occasions where the tubes were popping off the hub because the needle at the end was not holding properly. The user has had to pull the needle and re-stick the patient. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, there have been multiple occasions where the tubes were popping off the hub because the needle at the end was not holding properly. The user has had to pull the needle and re-stick the patient.